Event description:
On 7/15/92 44 years old female admitted to emergency room. On removing a "pic line" form left antecubital area, the catheter speerated. The catheter was 45cm in length, approximately 20cm was removed and the remaining fragment lodged in the antecubital fossa. On 7/16/92 the remaining catheter was surgically removed. The retrieved catheter was provided to the manufacturer for evaluationinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.